Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening. The interface and cement manufacturer are unknown .

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied investigational inputs did not confirm the reported device loosening/subsidence. The investigation could not verify or draw any conclusions about the reported event based on the provided information; however, the reported patient large physical stature could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.